Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information.

Event description:
It was reported that the patient experienced a loss of power to their device. During the morning rounds they had normal pump parameters and no alarms. Later around 4 pm the system controller backup battery was exchanged. Then around 6:17 pm the pump was found off with the green pump running symbol off and the power module was also turned off. The pump was connected to battery power and a new power module was obtained. Log file review showed low voltage alarms followed by low flow alarms and then pump off. The system controller was then exchanged to their backup system controller. Following the exchange all pump functions and parameters were normal. The patient was asymptomatic.

Manufacturer narrative:
This event was determined to be a supplemental information to the report under MFR # 2916596-2024-03971. All investigational findings will be reported under MFR # 2916596-2024-03971.